Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing impedance measurements from 600 to 1,300 ohms during implant while connected to a pacing system analyzer (psa). Pacing impedance measurements remained in the 1,300 ohms range when connected to the associated device. The implant procedure was completed and the pocket was closed. During a post implant x-ray, the helix was noted to be retracted. It was reported that the physician had turned the lead body a couple of times during implant. Boston scientific technical services (ts) discussed the potential retraction of the helix with turning of the lead body. The pocket was reopened. The lead was repositioned and the helix was re-extended. The lead remains implanted and in service. No additional adverse patient effects were reported.